Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that zxt150 intraocular lens (iol) was explanted from patient's left eye (os). There was a patient contact. Per follow-up, patient had cataract surgery with optiwave refractive analysis (ora) on (B)(6) 2018 and a symfony lens implanted. The ora called for a zxt150 22.5, so that¿s what was implanted. When patient came back for follow ups, he complained of blurred vision in that eye. Upon refraction, the patient was still found to have 1.50 residual cylinder. Patient's pre-existing condition¿ hypertension (htn), heart disease, gastroesophageal reflux disease (gerd), osteoarthritis, gout, diverticulosis, and atrial fibrillation. Pre-operation best visual acuity (bva) ¿ 20/40 -2, post-operation bva ¿ 20/30 -2, the patient is only one and half (1.5) weeks post-op. The original iol has been discarded by surgery center. The original incision was reentered, but not enlarged. There were no other injuries sustained. No additional information provided.